Event description:
The complainant reported a 59-year-old female patient was on impella rp flex support due to st elevated myocardial infarction. While on support, the patient developed aspiration pneumonia/sepsis and was treated with an antibiotic. It was also noted that the map readings of the placement signal were inconsistent. The patient had some supraventricular tachycardia (svt) overnight. The patient was found to be hypokalemic. Potassium was given and the svt was resolved. The waveform on impella rp flex was becoming more erratic and looking ventricular in nature. The position of the device was appropriate, but the waveform had become worse with negative numbers on systolic and diastolic. At this time, there was also a placement signal unreliable alarm. Motor current was still present and pulsatile. According to the representative, it is likely that the differential pressure sensor has gone bad causing erratic waveforms and flows. The pump was successfully explanted after nine days of support. The patient is stable and survived the explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation for the placement signal, sepsis, and ventricular tachycardia (vt) has been completed. The pump was returned for investigation and passed all electrical testing. No biomaterial was found on the impeller or in the purge gap. Additionally, no issues were noted with the optical signal parameters or external damage to the dp sensor. Pump flow appeared to be saturated during testing in a bucket of water. The pump was sent for 24 hour flow loop test to evaluate the dp sensor issue, which is primarily used to calculate the placement signal and pump flow. No issue was reported on dp sensor during the flow loop test. The data log showed a placement signal not reliable alarm after three hours of the case run, with low signal-to-noise ration (snr) and contrast was observed in the optical signal parameters. Later during the case, several drop in snr and contrast was reported. Cvp was negative throughout the entire case run. There was a loss of flow, and the placement signal spiked to 3000. Cvp also spiked to 300 during this time. The same trend was observed several times during the case run, with an active alarm. A motor current spike was reported 12 hours before the case end. The cause of the placement signal issue was most likely patient condition related, based on returned product investigation and data log review. Placement signal failure mode severity was changed from 3 to 1 since the pump was not removed due to placement signal issue. As the necessary information was not provided, the root cause of the vt was not determined.